Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the phacoemulsification handpiece had weak suction. The handpiece was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. There were no system messages present in the event log. However, the company service representative replaced the phaco handpiece as a preventive measure. The phaco handpiece was manufactured on april 15, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).